Manufacturer narrative:
The pump was received with a motor error alarm during testing due to faulty force sensor. N o excessive no delivery alarms were noted. The motor tested outside device and it passed. The pump also had a scratched reservoir tube window, cracked reservoir tube lip and a stained address and serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 148 mg/dl. The customer reported a no delivery alarm from the insulin pump during prime. The customer also reported a motor error from the insulin pump after receiving the no delivery alarm. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.